Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 22mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage (laa) closure using a 12f amplatzer torqvue 45x45 delivery sheath. The sizing of the device was determined by intraprocedural transesophageal echocardiogram (tee). During the procedure aspirin was resumed and transitioned to heparin in preparation for surgery. The amulet was impanated after one partial recapture and tension test was performed prior to device release. The left atrial (la) pressure was 10mm hg, but increased to12mmhg after giving a 300cc bolus. On (B)(6) 2023, a 45 day tee was conducted and reported the device was in good position. On (B)(6) 2024, the patient presented to the emergency room (ER) with a right middle cerebral artery (mca) stroke and it was noted that the patient had recently been taken off of aspirin by his primary care physician. A repeat tee was performed to check the stability/position of the device. On (B)(6) 2024, a computed tomography (CT) was performed and confirmed that the device was in an ideal position within the appendage. The pateit remained hospitalized at the time of observation and residual deficits from the stroke on (B)(6) 2024. The physician attributes the discontinuation of aspirin as the cause of the stroke. The caring team currently considering treatment options but are tentatively planning on taking to patient to the operating room (or) for surgical explanation of amulet device and appendage ligation. On (B)(6) 2024, patient was positive for blood in the stools.

Event description:
It was reported that on 14 june 2023, a 22mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage (laa) closure using a 12f amplatzer torqvue 45x45 delivery sheath. The sizing of the device was determined by intraprocedural transesophageal echocardiogram (tee). During the procedure aspirin was resumed and transitioned to heparin in preparation for surgery. The amulet was implanted after one partial recapture and tension test was performed prior to device release. The left atrial (la) pressure was 10mm hg, but increased to12mmhg after giving a 300cc bolus. On 02 september 2024, the patient was presented left arm numbness and weakness and transferred to another hospital. On 07 september 2023, a 45 day tee was conducted and reported the device was in good position. On 04 september 2024, the patient presented to the emergency room (ER) with a right middle cerebral artery (mca) stroke and it was noted that the patient had recently been taken off of aspirin by his primary care physician. A repeat tee was performed to check the stability/position of the device. On 05 september 2024, a computed tomography (CT) was performed and confirmed that the device was in an ideal position within the appendage. The pateit remained hospitalized at the time of observation and residual deficits from the stroke on 9/4/2024. The physician attributes the discontinuation of aspirin as the cause of the stroke. The caring team currently considering treatment options, but are tentatively planning on taking to patient to the operating room (or) for surgical explanation of amulet device and appendage ligation. On 11 september 2024, patient was positive for blood in the stools. On 20 september 2024, the amulet was surgically removed. On 25 september 2024, the patient was discharged.

Manufacturer narrative:
An event of patient effects stroke/cva was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the provided information was reviewed by medical affairs. Based on the available information, the reported stroke/cva appears to be related to the discontinuation of aspirin. The reported hospitalization, unexpected medical intervention, and surgical intervention were a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.